Event description:
Healthcare professional reported lymphoma and "lymph nodes in armpits as bigger as mandarins." Health professional additionally reported a rupture and crease/folding. This is the left side record. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken on posterior, missing shell (0-25%), crease fold and underweight. A visual and microscopic analysis was performed which identified broken crease sharp, opening striated and wear abrasion. Base on the device analysis the final assessment is: a broken crease sharp on posterior due to fold flaw opening a striated edge opening due to surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.

Manufacturer narrative:
Reason for reoperation is: "lymphoma and lymph nodes in armpits as bigger as mandarins." A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Health professional additionally reported a rupture and crease/folding. This is the left side record. Device has been explanted.

Manufacturer narrative:
The event of lymphoma is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported lymphoma and "lymph nodes in armpits as bigger as mandarines" the affected side and status of the device were not provided.